Manufacturer narrative:
(B)(4). The customer reported a fails the charge button portion of the opcheck. There was no report of pt involvement. The unit was evaluated at philips and the failure was verified. The software was reloaded to resolve this issue. The device passed all post-servicing testing and was shipped back to the customer site.

Event description:
The customer reported that the unit fails the charge button portion of the opcheck.